Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h-3: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dcb00 model cartridge was prematurely opened during insertion. Through follow-up, additional information was received confirming the iol deployed unexpectedly and the iol was unloaded from the cartridge when inserting into the eye. The intraocular lens (iol) was not fully inserted into the patient's eye. There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy. The same procedure was completed using a back-up dcb00 17.5 diopter iol that was implanted into the patient¿s ocular sinister (left eye). Patient prognosis post-procedure was reported as within normal limits (wnl). The suspect iol is not available for return as it was discarded. No further information is available.